Manufacturer narrative:
This report is being filed on an international product, list number 6r86-22 that has a similar product distributed in the us, list number 6r86-20. Complete entry = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer obtained a false negative architect sars-cov-2 igg result for a (B)(6) year old white male patient. The customer provided the following results for the patient: (B)(6)- pcr positive sample ID (B)(6): (B)(6) - 0.32 negative architect; eco kit igg reactive; igm non-reactive; (B)(6) - 0.29 negative architect; (B)(6) - snibe kit covid igg 1.276 reactive; covid igm 0.758 non-reactive. No adverse impact to patient management was reported.

Manufacturer narrative:
It was discovered on june 26, 2020 that the initial emdr for this issue was submitted under the correct suspect medical device but incorrect manufacturer name, city and state. MDR number 1415939-2020-00067 has been submitted for the correct manufacturing site and all further information will be documented under that MDR number.